Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent a 2nd right knee revision due to loosening and pain. The surgeon indicated the tibial component appeared to be well fixed, however it appeared to move when he tapped on it, so revised it. He did not indicate at what interface the loosening occurred. The surgeon noted the femoral component was well fixed, though revised. He noted the patella was well fixed and not revised. The surgeon reported no intraoperative complications. All depuy components and smartset cement x 4, and depuy prep bone cement x 2 were implanted in the 2nd revision. Doi: (B)(6) 2016; dor: (B)(6) 2017; (rt knee).